Event description:
An automatic hemolok clip applier misfired during a procedure. The device was removed from the field and replaced. The procedure was completed as planned. No harm came to the patient. Manufacturer will be issuing a return authorization number. We will return the device for failure analysis.